Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Manufacturer narrative:
Correction: this report is to retract 2017865-2022-21783 submitted on (B)(6) 2022. This report was erroneously submitted. The reported event of a battery longevity overestimation that was received for a merlin programmer after it has received a successful software upgrade, as a corrective action for previous overestimations that occurred in the field as a result of the programmer software longevity overestimation update for lv devices ¿ field action, issued on 16 jun 2022, is a non-reportable complaint.